Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd posiflush¿ sp saline syringes had dried-up, brown foreign matter inside them. The following information was provided by the initial reporter: we have 2 flushes that have some type of brown dried up substance on the flushes found at gh.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 26sep2022. It was reported there was a brown dried up substance on the flushes. To aid in the investigation, two samples in opened packaging blisters were received for evaluation by our quality team. A visual inspection was performed and the tip caps have discoloration. No other defects or imperfections were observed. This defect could occur if, after preventative maintenance, the residues of lubricant on the molding tool were not properly removed inducing the defect reported. A device history record review was completed for provided material number 30654778, lot number 2115251. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the tip cap molding process was performed. The process was found clean with no residues of lubricant or any other foreign matter observed. The sample will be shown to associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that 2 bd posiflush¿ sp saline syringes had dried-up, brown foreign matter inside them. The following information was provided by the initial reporter: "we have 2 flushes that have some type of brown dried up substance on the flushes found at gh.".